Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3 (the main arm cannot communicate with the motor arm ), pump error 54 (hal software error detected), battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for pump errors and the customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Troubleshooting was not performed for battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self test, active current measurement and sleep current measurement. Unit was monitored and functioning properly. Successfully downloaded history files and traces using thus. No unexpected pump error 54 and 3 alarm noted during the testing. Pump error 54 alarm was recorded and found in the formatted history file on 03/01/2025 19:39:11.000 hal software error (54) file number: 32122 line number: 1421 hw/sw: sw. This is the sw defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Pump error 3 alarm was recorded and found in the formatted history file on 03/01/2025 19:39:13.000, motor processor communication alarm (3). File number: 2002 line number: 2803 hw/sw: hw (possible hw). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm in the formatted history file and on the event date. 03/01/2025 19:39:16.000 to 03/01/2025 19:40:04.000 failed batt test (58). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked and cracked case-corner of belt clip rails. Confirmed pump error 54 alarm and pump error 3 alarm at the formatted history file, suspected sw issue and hw issue. Failed battery test not confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.